Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the insulin pump gives constant tone and dead as well as it was not working as well as insulin pump exposure to moisture. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer reports there was fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.